Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by an attorney via a company representative regarding a patient who received baclofen via an implanted pump. The indication for use was stroke, intractable spasticity, and spinal cord injury/spinal cord disease. On 2016-06-21 it was reported that the patient had been overdosed with baclofen on (B)(6) 2015 when a huge majority of the baclofen was inserted into the bloodstream rather than into the pump. The patient was admitted to the hospital on (B)(6) 2015. The overdose had caused the patient many problems. It was noted that the attorney does not think that the pump was defective. The attorney had requested comments and information regarding the "violation of protocol concerning the very cloudy reservoir that was determined prior to the infusion," information about how the event occurred, and if the pump was defective. Additional information was reported on 2016-07-11. The company representative was not aware of the refill/ alleged pocket fill/ over dose situation. The rep had just been called to the emergency room to set the pump to minimum rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.